Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner and cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer was hospitalized in intensive care unit due to high blood glucose of 600 mg/dl. Customer was treated with insulin drip and insulin pump. Customer experienced nausea, vomiting, difficulty in breathing. Customer performed high pressure test and passed the test. Customer stated that drive support cap was normal and customer did not alleged for under delivery. Insulin pump will not be returned for analysis.